Event description:
The following is based on an implant operative report provided by the pt: on (B)(6) 2004 the pt has a recurrent desmoids tumor. She has had multiple injections in the area but cannot tolerate the discomfort and wished immediate resection of the tumor. The pt underwent a radical excision of a recurrent desmoids tumor of left rectus muscle and abdominal wall reconstruction with a composix kugel mesh. The following was reported to davol by the pt: the pt has alleged that since the time of implant she has suffered on a daily basis of severe and chronic pain. The pt alleges that she has had to have a number of surgeries to remove adhesions and scar tissue, and that there is a weak spot in the mesh that cannot be repaired. She alleges that she is at a point now where she can walk with a cane, or use a wheelchair if it is more than she can handle with the cane, because the pain is so severe. The pt alleges that she has significant pain during sex, trouble emptying her bladder, severe constipation, icy burning, stabbing, and pulling pain on the left lower side of her abdomen. She alleges that she is currently on multiple medications to try to help with the pain. She alleges that she has been checked by gastroenterology, gynecology, and neurology. The pt alleges that she may need to have the mesh replaced, and that her md stated that this would be a very large undertaking.

Manufacturer narrative:
Currently, it is unknown to what extent, if any, the device may have caused or contributed to the reported event. The medical records provided consisted only of the implant operative report which indicated that this pt with a history of a benign desmoids tumor, had a recurrence of the tumor. During a procedure to remove the tumor and reconstruct the pt's abdomen a composix kugel mesh was placed. The pt alleges that she has had additional surgeries to remove adhesions and scar tissue; however no reports have been provided regarding any additional surgeries. Adhesions is a known possible adverse reaction listed in the IFU. A lot number has not been provided, and without a lot number a review of the manufacturing records could not be conducted. Additionally, the mesh remains implanted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.